Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had exhibited respiratory rate trend (rrt) signal oversensing and crosstalk oversensing. In addition, right atrial (ra) lead pace impedance measurements were greater than 3,000 ohms and had been out-of-range for the past year. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had exhibited respiratory rate trend (rrt) signal oversensing and crosstalk oversensing. In addition, right atrial (ra) lead pace impedance measurements were greater than 3,000 ohms and had been out-of-range for the past year. This crt-d and ra lead remain in service. No adverse patient effects were reported. Additional information received reported that right atrial (ra) lead information was inaccurate and the patient did not have an atrial lead. The health care professional (hcp) discussed wanting to turn off detection enhancements, but it was unclear whether the hcp was referring to all detection enhancements or just atrial-based ones. The patient experienced an arrhythmia in which anti-tachycardia pacing (atp) therapy was appropriately provided however, the atrial fibrillation (af) rate tracking was noted to be inaccurate due to lack of ra lead. The hcp plans to discuss programming options with the physician. This crt-d system remains in service. No adverse patient effects were reported.